Manufacturer narrative:
H4: the lot was manufactured february 24-26, 2025. H11: the actual devices were not available; however, a companion sample was received for evaluation. Visual inspection was performed which showed that the sample was sealed in the finished good packaging unused; there were no issues noted. A functional test was performed by connecting the device to an in-lab bag and vial; the bag was successfully reconstituted and no leaks were observed. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leaks were observed during use of an unspecified quantity of vial-mate adapters. Patient involvement was not specified; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.